Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. A piece measuring 0.54 mm x 1.30 mm was missing. The instrument passed the electrical continuity test.

Event description:
It was reported that there was a frayed cable with 8mm maryland bipolar forceps instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with site's robotics coordinator and obtained following additional information : the reported 8mm maryland bipolar forceps instrument was identified as being frayed after it was cleaned and sterilized by sterile processing department. When the issue was identified, it was not sent back to circulation. There was no post-op testing done because it was not used on a patient upon discovery. There were no reports of fragments or breakage during the prior procedure when, the instrument was used. There were no reports of patient injury from prior procedure.

Event description:
Refer to h11 for follow-up information.